Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm2) due to error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm2 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 32056 points to axes controller, arm (aca) in usm2 failed to initialize i2c device.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an error 32056 had occurred on universal surgical manipulator (usm2) at system startup. The troubleshooting that had occurred first was that multiple epo cycles had been attempted, but the issue had not been resolved, and it had been noted that there had been no physical contact with usm2 and no prior occurrences of the error. It was also reported that the customer had planned to consult with the surgeon about proceeding with three usms, and later the procedure had been changed to laparoscopic surgery. The procedure aborted with no patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the incident occurred at 7:44 when the system was activated and was determined to occur before the patient was scheduled to enter the room at 8:30. No ports were placed.